Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the ventilator was found not ventilating and initially reported technical errors were generated. The issue was reproduced during on-site visit. Dc/dc & standard connectors was found defective. The board was replaced to solve the issue. The device passes successful pre-use check. The device was delivered to the user in working condition. One of the generated technical errors indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. One of the generated technical errors indicating a power error. It shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages. All standard connectors are located on this board. Device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. Our conclusion is that the replaced part was the cause of the failure.

Event description:
It was reported that the ventilator generated technical error codes indicating power error and an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).